Event description:
Patient required left shoulder x-ray. Exam was entered as right shoulder. A left shoulder film was taken, however the radiology software would not allow for side correction in the footer of the film.manufacturer is sending representative for review of software.